Event description:
It was reported that during device preparation, after flushing the prostar xl device, the white and blue sutures appeared to be loose and sticking out of the device. There was no contact with the patient and the device was not used in the anatomy. A second prostar xl device was used to complete the procedure. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported loose sutures sticking out of the device prior to use was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there have been no similar incidents for the reported white and blue sutures appearing to be loose and sticking out of the device after flushing for this lot. Based on the information reviewed, there is no indication of a product deficiency.